Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Further information on the event is being solicited.

Event description:
It has been reported that the patient's omnipod personal diabetes manager (pdm) gave the patient a correction bolus that was not programmed. The patient experienced low blood glucose (bg) levels due to this. Specific bg values were not provided.

Manufacturer narrative:
The case description states that the controller is giving the user a correction bolus automatically. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit logs show that only two boluses were delivered by the controller. Each bolus was shown to be calculated by the user entering carb values and pressing the use cgm (continuous glucose monitor) button to load a bg (blood glucose) value. The confirm bolus button was also observed to be pressed for each bolus. While in automated mode, the system is expected to give micro boluses based on trending estimated glucose values (egvs). The patient history buffer (phb) audit data showed that the automatic glucose control (agc) algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. Each bolus was found to show interaction with the controller and use inputs in order to deliver them. The system was found to function as intended.